Manufacturer narrative:
.

Event description:
It was reported that while clinician was performing a declot on an arterio-venous (av) graft, the basket detached from the cable. As a result, clinician had to snare the basket for removal. Update: md reported this was an av graft in the forearm. He made two pull back passes on venous side without difficulty. He then inserted on arterial side, made one pull-back pass, & re-sheathed what he thought was the basket and removed; however, the basket had disconnected. He stated there were no sharp angles encountered. The basket was snared without difficulty & removed. The pt had no complications. A follow-up report will be filed if more info becomes available.